Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the titanium adapter and the catheter adapter of a transfer set. This occurred during use for peritoneal dialysis therapy. The transfer set and titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with no issues noted. Connection testing and dimensional inspection were also performed with no issues noted. The device met specifications and was found to be conforming product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.